Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse recalibrated the pressure transducer per manufacture specification, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while the customer was checking the cardiosave intra-aortic balloon pump (iabp) in ccl, an error code "power-up failure #10" occurred. The iabp was sent to the bio-medical engineer. There was no patient involvement, and there was no adverse event reported.